Event description:
It was reported that the patient¿s blood glucose (bg) levels rose to approximately 330 mg/dl while wearing the pod on the abdomen between 36 and 48 hours. The reporter stated that on (B)(6) 2026 they had administered 3 corrections of 1 unit of insulin each to decrease the bg levels, but the levels remained high. The reporter stated that there was one alert indicating automated delivery restriction. The pod was removed and the infusion site was reported to be red and swollen. The reporter further stated that the cannula seemed to have a dent at the tip of it, possibly blocking or restricting the flow of insulin. The reporter also noted there was leaking at the pod site. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.5 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.